Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was subject to an off label magnetic resonance imaging (MRI) procedure as the system is non-MRI conditional. It was confirmed that most recent lead measurements were within normal limits and the pacemaker was functioning as programmed. The pacemaker was programmed into MRI protection mode with 3-hour time out and remains in service at this time. No adverse patient effects were reported.